Manufacturer narrative:
Further investigation determined the event was due to a preanalytic issue at the customer site as the sample quality was poor. The majority of the samples (93%) are measured from non-standard sized tubes and therefore the camera system does not report sample quality issues to the system or user. The images from the camera show that many of the samples have bubbles, film, droplets and sample clots, and it is likely that a sample clot has contaminated the measuring channel flow path. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys pth immunoassay result from the cobas e 801 analytical unit. The initial result was 3761 pg/ml and was reported outside of the laboratory. The doctor called to have the sample retested. On (B)(6) 2021, the repeat results were 1876 and 1847 pg/ml. The reagent lot number was 50767501 with an expiration date of 30-apr-2022.

Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.  A general reagent issue could be excluded.